Manufacturer narrative:
A review of the technical service onsite history showed the laser was successfully verified prior to the day of the treatment. A preventive maintenance was done. The day after the event the field service engineer (fse) replaced the laser head and perform service installation record on the machine. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported an incomplete inferior side cut and mild bed cut in the left eye during flap creation. The doctor had difficulties separating the flap but managed to lift the flap and complete the procedure.